Event description:
It was reported that post implant while the patient was still on the procedure table, the lead showed high threshold. The device pocket was reopened and the lead was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (ipg) (B)(6) 2013; 4074 implantable pacing lead (B)(6) 2013. (B)(4).